Manufacturer narrative:
On 1/6/2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent cardiac ablation procedure for paroxysmal atrial fibrillation with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an afib ablation the patient gradually developed a pericardial effusion. Toward the end of the case, almost done isolating the pulmonary veins, the physician noted that the patient's systolic blood pressure was around 80mmhg. The moderate effusion was diagnosed using intracardiac echo. The ablation procedure was aborted and a pericardiocentesis was performed. The patient was stable at the time of the call. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The device passed all specifications. The root cause of the adverse event remains unknown; however, the physician believed that it may have been due to the amount of time the physician spent in one area in the left atrium. The device instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The device was working correctly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure for paroxysmal atrial fibrillation with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an afib ablation the patient gradually developed a pericardial effusion. Toward the end of the case, almost done isolating the pulmonary veins, the physician noted that the patient's systolic blood pressure was around 80mmhg. The moderate effusion was diagnosed using intracardiac echo. The ablation procedure was aborted and a pericardiocentesis was performed. The patient was stable at the time of the call. One of the two transseptal punctures, obtained earlier in the procedure, had been lost. As a result, a third transseptal procedure was performed. The physician did not indicate that biosense webster products contributed to the patient event. Adverse event occurred during the use of biosense webster products. Event occurred during ablation phase of procedure. The physician believed that the tamponade that took place may have been due to the amount of time the physician spent in one area in the left atrium. Cartoreplay was used to assess all visitags in that particular area when blood pressure dropped. However, nothing suspicious was found. The patient had fully recovered. Patient stayed in house overnight for observation. Transseptal puncture was performed with a st jude brk-1 xs series needle. Ablation was performed prior to the event however, there was no evidence of steam pop. Irrigation settings were 2ml/min for mapping, 8-15ml/min for ablation. No error messages were observed on biosense webster equipment. Graph, dashboard, vector and visitag were used for force visualization. The visitag settings used were range: 1.5mm for time: 5sec, 35% of the time over 5g, tag size 2mm. Respiration adjustment used. Color options used: average, force, time, surpoint value.